Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematomas, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Manufacturer narrative:
Per add'l info received, the explant date has been removed, pelvisoft acellular collagen biomesh has been moved from concomitant therapy to relevant. (B)(4).

Event description:
Per add'l info received, as result of having the product implanted, the pt experienced pelvic pain, vaginal pain, chronic pain, delayed wound healing, urinary tract infection, urinary incontinence, loss of appetite, weight loss, anxiety, insomnia, depression, back pain, bleeding, leakage and odor, rectal prolapse with severe diarrhea and multiple infections due to mesh erosion.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced dysuria, urinary frequency, urgency, bloody discharge and foul odor, delayed wound healing, rectal and vaginal bleeding, partial mesh resection and mucosal oversew on (B)(6) 2008, incomplete emptying, bladder prolapse, scar tissue, mesh exposure with in office resection (B)(6) 2008, in office mesh trimming (B)(6) 2009, vaginal prolapse syndrome, vaginal drainage, resection of the right upper and right lower proximal graft arms as well as resection of mesh on (B)(6) 2009, resection of left proximal arm of the mesh with lysis of adhesions in the perivascular space on (B)(6) 2009, pudendal nerve pain on the left pelvic sidewall, marshall-marchetti krantz procedure, laparotomy, proctoscopy, cystoscopy on (B)(6) 2010, visible sutures, suture granulomas, removal of device on (B)(6) 2010, significant postoperative bleeding which required several add'l sutures, pyuria, granulation tissue treated with silver nitrate on (B)(6) 2011, hematuria, muscular disruption in the internal and external anal sphincter, decreased rectal sphincter tone, small cysts on kidney, constipation and interstim placement.

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, has undergone or will undergo corrective surgery or surgeries, and has endured impaired physical relations with her spouse.